Event description:
The customer alleged that the vent went "inop" and burning electrical smell was coming from the ventillator while on the pt. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. It is not verified that the vent went "inop", and no malfunction may have occurred. There was no pt harm or change in therapy reported.